Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white with vertical lines and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to a damaged the lcd color cable. The lcd color cable was replaced to resolve the report. It is unknown how the color cable became damaged. There were no obvious signs of mishandling or tampering observed during the evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.